Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that they disagreed with the 12-lead ECG interpretation. There was no impact to the involved pt.